Event description:
Device 2 of 2. Reference MFR report number: 1627487-2012-06117. The pt had three leads (two were from the same model and lot). It was reported, the pt was no longer receiving coverage. X-rays were taken and revealed one of the leads had migrated. The doctor decided to explant and replace the pt's scs system. Coverage was regained post-op. The explanted product was discarded by the surgical facility.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.